Event description:
The complaint was confirmed, device returned for tubing set misload alarm. Upon powering up the device it was noted the fva pins were not actuating properly. A new fva assembly was installed and the issue resolved. The original encoder board was placed on this replacement fva and the device was still funcitoning normally. The original fva was re installed and the device was unable to actuate the fva pins.

Event description:
The following has been reported: biomed reports: tubing misloaded alarming constantly. Pins and sensor have been cleaned. No report of patient harm or any active infusion being stopped. Preliminary evaluation of the logs showed the following: mechanical hardware failure (av spring cage). An active infusion was delayed (per the logs). Reporting due to the referenced issue. No adverse effects were reported. More information is needed to complete the investigation.